Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, liner, and the 413431 bone screw. Per procedure, the femoral head and liner are exempt from device history record review. Device history records were reviewed for the bone screw and no related manufacturing deviations or anomalies that would have contributed to the reported event were identified. No other reports were found against the remaining product/lot code combinations. The patient was implanted with depuy devices in (B)(6) 2010 and revised for infection in (B)(6) 2015. It is not reasonable to conclude the devices contributed to the patients reported infection 5 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/21/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported doi of (B)(6) 2010 and medical records confirmed same, doi will be updated. Pfs reported difficulty walking, pain, red lump at incision line, drainage on scar lump (B)(6) 2015, infection discovered (B)(6) 2015 during implant removal, left hip issues causing right leg to deteriorate and the patient has no left hip joint and hip damage related to removal process. Medical records reported a pseudotumor, draining sinus at mid-portion of lateral hip incision, septic granulation tissue, minimal staining of tissues related to metal, nonunion of the greater trochanter and abductor muscle deficiency related to prior injury, surgery, and infection. Pathology reports metallosis, necrosis, inflammation in tissues. The components were removed and antibiotic cement spacers placed. The labs results for metal ions were less than 7 parts per billion and not reportable. Medical records reported femoral stem was removed easily without bone loss but did not state it was loose. The screws will be added to the complaint for infection and will be reported since infection was now confirmed. The cup will also be reported. The complaint was updated on: jan 12, 2016.

Event description:
Patient was revised to address wound healing issues, infection and femoral stem loosening.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.